Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 219mg/dl, 158mg/dl and 113mg/dl. No quality controls were run during the call. No adverse event reported. Customer no longer has any strips left; a replacement was sent.